Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "constant error," which was not reproduced. The reported symptom was confirmed through review of the event history log as a system error 110. Evaluation found that the customer's unit had loose motor gears. The gears and bearings were replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant unknown error during therapy (medication, programmed amount and delivery rate unknown) in the emergency room. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.